Manufacturer narrative:
Add'l info will be provided once investigation is completed.

Event description:
It was reported that the tip of the ceramic sheath was charring. The setting being used during resection were cut: 180 and coag: 60.